Manufacturer narrative:
(B)(4). On (B)(6) 2018, it was reported that the clip was missing from the end of the roller. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) once as documented in the repair reports in livelink. The last repair was november 10, 2014 where it was reported that the device required service and calibration and the roller, bushings, side plates, comb and ratchet were replaced. This is not a related issue. The device history record (DHR) and previous repair report review, for serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 1.5:1 cutter serial number (B)(4) once as documented in the repair reports in livelink. The last repair was november 10, 2014 where the cutter was returned with the mesher (serial number: (B)(4)). Product review of the skin graft mesher by (B)(4) on (B)(6) 2018 revealed that the clips were missing and the blade was damaged/ bent. The bearings needed to be replaced. The device was out of calibration. The 1.5:1 cutter produced an incomplete mesh. Repair of the skin graft mesher was performed by (B)(4) on march 21, 2018 which included replacement of the bearings kit. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the clips were missing. The root cause of the clip missing from the end of the roller cannot be specifically determined with the provided information since it is unknown how the clip became missing. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the spare parts were replaced the calibration was done and a sample was provided. The cutter, the clips were missing and several blade were damaged or bent and must be replaced by the customer before use. No adverse events were reported as a result of this malfunction.